Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a system revision due to infection. The patient's right ventricular (rv) lead was explanted. This right atrial (ra) lead and the patient's pacemaker remain in service. No additional adverse patient effects were reported.